Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage e. The case was started with a service loaner console. As reported by the registered nurse, while entering cardiac output numbers into the automated impella controller (aic), the screen went completely blank and turned off. After a brief time, it spontaneously came back on and returned to normal. Although the device appeared to perform normally after that, the team elected to switch to another aic without any issues. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to postcardiotomy cardiogenic shock/low cardiac output syndrome as they presented in scai shock stage e.

Manufacturer narrative:
Corrected data: d6a and d6b were inadvertently and erroneously included in the initial report. The investigation is still ongoing.

Manufacturer narrative:
D4: primary UDI number corrected. D9: is device returned to manufacturer? And date device returned to manufacturer added.